Manufacturer narrative:
The technician found the casters damaged and hex rods moving back and forth due to a broken attachment screw. The technician replaced the four casters, two hex rods and the screws to repair the bed.

Event description:
During a preventive maintenance check, the technician found the brake casters swiveling when engaged.